Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the device displayed a speaker malfunction inop and was not making any sound. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer. Customer's biomed mentioned that the device is going to be returned for bench repair. However, the mp50 was never returned for bench repair. Based on the information available, the exact cause for the reported issue could not be established as the device was not returned for evaluation. The exact cause is unknown.

Event description:
It was reported that the device displayed a speaker malfunction inop and was not making any sound. The device was in use on a patient. There was no report of patient or user harm.